Manufacturer narrative:
The last calibration performed on 17-dec-2020 was ok, with no alarms. Controls were outside of range. The field service engineer found that a small crack in rinse tubing was causing dripping into wells after pipetting. The tubing was replaced and the rinsing was adjusted. The operation was checked and controls were tested. Controls passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated there was dripping onto the wells of the cobas 8000 c 702 module after pipetting. One patient sample had discrepant results for ca2 calcium gen.2. The initial value was reported outside of the laboratory. The sample was repeated on a second analyzer and the repeat result was deemed to be correct. The sample initially resulted with a calcium result of 3.9 mg/dl, which repeated as 7.4 mg/dl. The calcium reagent lot number was 45938201, with an expiration date of 31-may-2021.